Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles in it. The air bubbles noticed during therapy. The customer stated that he was getting a lot of air pressure or bubbles with his reservoir making him having low blood glucose. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.